Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump alarmed for critical pump error and buttons are not responding. Customer¿s blood glucose was 120mg/dl at time of incident. Customers stared that critical pump error image was displayed on insulin pump screen and they were able to clear the alarm. Customer also mentioned that numbers are not ramping on their own, scroll bar was not moving with no input and there was no response from any button. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the unit's interior, there was corrosion on back of the lcd screen, on the front and back of the main electrical board, and on the home motor switch. Unable to perform the displacement and self tests due to the critical pump error. Device received has a crack on the battery tube which starts at the corner of the belt clip rails.